Event description:
I was implanted by essure in (B)(6) 2017. By (B)(6) 2017 my periods had worsened. I now cant leave my house the first several days of my period because I bleed so heavily. I've gained 40 lbs despite staying on a strict 1300 calorie diet, while running 15 miles a week and weight training. I have continual headaches that I never had prior. I have tendon pain on my arms, hips and legs. I have right side arm numbness. In (B)(6) 2017, insomnia started. And in (B)(6) 2018, I started with vaginal dryness, pain during intercourse, itching and in (B)(6) 2018, diagnosed with enlarged uterus. I was a perfectly healthy (B)(6) prior to this device. My dr has done through exams and blood tests all that have come back negative for any other health conditions that would cause these symptoms. I ran marathons prior to this device, now I can barely finish 3 miles without being in pain. At (B)(6), I'm having to have a hysterectomy in order to get my health and life back.